Manufacturer narrative:
Philips has investigated this complaint. Philips field service engineer (fse) inspected the system onsite and confirmed that the system indicating generator is busy and no x-ray is possible. The review of log file shows that the invalid x-ray protocol appears. It was found that the reason for the reported message is the expiration of the temporarily limited (6-month) free demo license for the 'clarity' dose reduction functionality. Fse restored system state to situation from 6 months before) from 6 months ago has been restored. After which, the system was returned to use in good working order.the codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the azurion device displayed the error message "generator is busy starting up, no x-ray is possible". The system was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and identified the limited time (6-month period) license had expired. The fse restored the programs from prior to the initiation of the 6 month demo and the device was returned to expected functionality.